Event description:
It was reported that during testing the unit leaked air from the distal end of the handpiece. There was no patient involvement and no adverse consequences alleged with this event.

Manufacturer narrative:
The device is available for evaluation. However it has not yet reached the manufacturing site for investigation. A follow-up report will be filed once the investigation is complete.